Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 275cc mentor siltex round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On 19-jul-2021, mentor completed a manufacturing record evaluation (mre) for the complaint device. The mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing and expiration dates have been populated accordingly. Explant date has also been added to field d6b, as it was noted to be missing while completing this report. Manufacturer's reference number: (B)(4) added explant date to d6b.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the device was accidentally discarded. Field h6 (type of investigation) has been updated on this form accordingly. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).